Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Review of transcripts revealed noise and noise reversion episodes on the right ventricular lead. No programming changes were suggested. The patient was stable and will continue to be monitored.